Manufacturer narrative:
An investigation of the complaint was completed that included a review of batch records, raw material utilized, the complaint history for the product in question, and analytical testing for the presence of fluoride. The cement powder and liquid products align to the reference standard iso 9917-1:2007 (e) dentistry-water based cements - part 1: powder / liquid acid-base cements. Fluoride is not intentionally added to either product during manufacturing nor is it a controlled or measured specification. A detailed summary of the investigation is attached. Based on the review of batch records, raw materials and analytical testing performed, the fluoride level in the powder and liquid has been verified to be below 10ppm and 2ppm, respectively. It is unlikely that the patient's symptoms were due to fluoride in these products. Hypersensitivity reactions are an inherent known risk with the use of zinc oxide products. Specifically, the device risk files specify that, in rare cases, hypersensitivity reactions can occur with zinc oxide products. It is unknown whether the patient has other sensitivities beyond fluoride. The instructions for use for the device in question contains the following statement: warnings/precaution: liquid can cause severe skin burns and eye damage. Powder causes serious eye irritation. Although rare, hypersensitivity reactions have been noted with the use of other zinc oxide products. Therefore, the possibility exists to developing a local sensitivity or allergic response to fleck's cement.

Event description:
According to information provided by the dentist who administered the fleck's dental cement, the patient has a known severe reaction to fluoride.

Manufacturer narrative:
Keystone industries reached out to the initial reporter, (B)(6), for more information regarding the report, mw5170259. Additional information was received on 6/9/2025. (B)(6) provided identification and traceability. An investigation has been launched and is on going.

Event description:
Patient contacted dr. Following a dental procedure (unknown procedure) using flecks dental cement. Patient reported becoming violently ill and bed bound. Severe intractable pain. Multiple rounds of massage and physical therapy. Multiple telemedicine appointments with physicians since he is unable to tolerate travel. Joint pain, headache,muscle pain, severe anxiety, racing heart.